Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose of 518mg/dl and found that the customer was hospitalized. Initially, the customer reported having battery alarms after changing the battery. Then the customer changed the battery again twice and the insulin pump appears to be working. The customer believes that the stress may be the cause of her elevated glucose level. The customer mentioned that she treated with a pen injection of 7.0 units of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.